Event description:
The fse reported that the ipc (image processor) was not working. This resulted a total loss of imaging functionality. There were also image quality and printer problems. Ther is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation the image processor board was replaced and the printer graphics board connectors was repaired during the service call. The system was tested and found to be working as intended and put back into service.